Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 3.5mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.